Event description:
An alarm issue was reported with the adc device in use with iphone 12 pro with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia. As a result, the customer was unable to self-treat and received third party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarms. Attempted to replicate the user¿s complaint using application iphone 11 (ios 15.6.1; 2.8.1.6120) and was able to successfully start a libre 2 sensor, receive glucose readings and alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12 pro with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia. As a result, the customer was unable to self-treat and received third party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.